Manufacturer narrative:
(B)(4). The device is not available for evaluation. If additional information becomes available, then a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's global technical service center to request assistance with therapy while on the homechoice device. The caregiver stated that the machine was not working properly giving 7 cycles instead of 5. The technical service representative (tsr) reviewed the programming and explained that the home patient was attempting to bypass. The tsr explained the dangers of bypassing and that bypassing would increase cycles on the machine. The tsr advised to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report.